Manufacturer narrative:
On march 19, 2019 immucor technical support used a remote electronic connection method to review test records on the echo lumena instrument. The camera report was acceptable and review of the event log shows no errors/warnings around date/time of testing. The internal immucor record for this event is MDR (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative results using capture-r ready-ID extend I on the echo lumena instrument.